Manufacturer narrative:
Review of electronic device logs and relevant pt data. This case investigated by reviewing the device logs and pt event info at the user site by a clinical rep. No evidence of a device malfunction or user-error can be found in the materials supplied. We conclude that the monitor was functioning as designed by annunciating 2 life-threatening alarms within 30 seconds of the event, alerting staff to the presence of a clinical condition.

Event description:
In 2007, received a notification that a customer site reported that our multiview workstation has a delay in alarming for a v-fib event and the customer wants to know an explanation as to the root cause for the delay in alarming. After the original incident notification a conference call was held on 5/15/2007 with representatives from technical support svc. In addition, a clinical engineer was at the customer site on 5/15/2007 to investigate the reported incident. Shortly thereafter, we were informed by our local field office that the customer indicated that the involved pt had suffered an injury, (hypoxic brain injury).